Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that there was a lump on the outside of the ipg pocket. The physician believed infection was not device related. The patient underwent an ipg revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.